Event description:
The patient contacted animas on (B)(6) 2012 stating the keypad buttons were unresponsive after water exposure and could not pass verify screen. The patient denied damage to the keypad or pump, and noted no visible moisture in the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact. All of the keypad buttons were found to be responsive to user input. The keypad was removed and no button contact defects were found. Unrelated to the complaint, moisture was observed behind the display lens; a leak test was performed and found a case seal leak.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.